Event description:
It has been reported to philips that when an emr (electronic medical record) user attempts to launch a study in iscv (intellispace cardiovascular) using the configured context launch link, the system returns 'no results found with the provided search criteria' message whenever the patient¿s last name contained an apostrophe. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Although no adverse events or patient harm were reported in the associated complaint, this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.